Manufacturer narrative:
One sample with an unknown lot number was received for evaluation. After performing a visual inspection; the condition reported was not confirmed no observed leaks were in the syringe. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The 12ml syringe, luer lock is manufactured by an external supplier and the assembly process at the investigation site consists of a pick and place operation into a tray with the empty syringe. The condition reported is not generated during this manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. Formal investigation action details being taken to address this failure/defect will be assessed by the supplier as the condition reported by our customer is not generated during the assembly manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/6/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a leaking syringe.